Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead presented to the emergency department with complaints of diaphragmatic stimulation. Upon device interrogation, it was observed that the lv lead was not capturing. An x-ray was performed, which revealed the lv lead had dislodged and was in the right atrium. There was possible evidence of twiddlers' syndrome. The device was reprogrammed and the physician planned to reposition the lv lead at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information that this lv lead was successfully repositioned. The lead remains in service with the existing device. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted but abandoned electrically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.